Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 10 years, 9 months due to aortic stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), and h4 (device manufacturer date). H11: corrective data: corrected section: h6 (type of investigation).